Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection 1 gram once in five days intraperitoneally (duration not reported) and fortum injection daily (route, dosage, and duration not reported) for the peritonitis event. Dianeal 2.5% therapy was ongoing, but it was not reported if dianeal 1.5% therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis. No additional information is available.